Event description:
It was reported that the customer received an occlusion alarm during basal and bolus delivery. The customer's blood glucose (bg) level went to the 300-400 mg/dl range. The customer administered correction boluses via the pump and manual insulin injections. The customer was admitted to the hospital for diabetic ketoacidosis and was treated with intravenous insulin drip and then manual insulin injections. There was no permanent damage.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.